Event description:
Product analysis was approved on (B)(6) 2012. The handheld was returned for the following alleged reason: "mechanical problem, failure to power on or off". An analysis was performed on the returned handheld, and the reported allegation was verified. During the analysis it was identified that the serial cable power connector had an open in the power plug that prevented the ac adapter from powering the handheld. X-ray analysis identified a break in the positive wire near the barrel connector. As a result, the serial cable was unable to provide power to the handheld using the ac adapter. No other anomalies were identified. An analysis was performed on the returned flashcard, no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2012, a physician reported that his handheld device was not working. It was confirmed that the connections were secure and a hard reset was attempted; however, the device would not turn on. The device was returned on (B)(6) 2012 and is currently undergoing product analysis.

Manufacturer narrative:
Review of x-rays of the power supply portion of the serial cable taken by the manufacturer revealed an open wire connection. Device failure occurred, but did not cause or contribute to a death or serious injury.